Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07746. It was reported that the patient had fallen, and low impedance was later found several months later. X-rays revealed the patient's leads were found to be wrapped around the patient's ipg. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-07746. Follow up revealed that the patient's leads were explanted and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
Evaluation codes: additional patient code was inadvertently omitted from initial report.